Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime, and displacement tests. The pump was received stuck in a motor error alarm loop during bolus delivery and a motor position encoder error alarm was confirmed in the history file. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during testing. The occlusion test could not be performed due to the motor error alarms. The pump was also received with a cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error during a bolus attempt. The patient's blood glucose at the time of incident is unknown, but he thinks it was 173 mg/dl. Troubleshooting was initiated for the motor error alarm. The customer stated that the drive support cap appeared normal and that the pump had not been exposed to a magnetic field or MRI. A displacement test was performed and the pump passed. The customer was also able to complete the rewind and prime sequences. However, a motor position encoder error alarm was found in the pump's alarm history. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.